Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Vascular access was obtained via the right femoral artery. The 3.00x25mm , eccentric and de novo lesion being treated was located in the severely tortuous and non calcified, mid left anterior descending (lad) artery. The lesion was pre dilated using a 2.5x15mm non-bsc balloon, inflated to 10atms. The physician attempted to deliver a 2.75x28mm taxus liberte stent delivery system (sds) to the target lesion, but was not able to cross. When the sds device was removed outside the patient, distal stent damage was noticed. The procedure was completed using a 2.75x28mm non-bsc stent. There were no patient complications reported and the patient condition was listed as good.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)